Event description:
It was reported that during a low anterior resection, after firing the device and removing it, the surgeon observed a tear or opening in the anterior aspect of the staple line and suspected that some of the staples had either been missing or had not formed properly. The tissue was dissected and the procedure was repeated with a second stapler. As the instrument was being closed he "felt like the stapler had fired by itself". He elected to remove the stapler and hand-sewed the anastomosis. There was no patient consequence.